Event description:
A gastrointestinal fiberscope burned and melted in the pt's bronchus during brochoscopy while attempting partial tumor removal in a terminally ill pt. Pt, previously sheduled to remain in the hosp for extended care, reportedly suffered short term problems due to the event but according to the hosp risk manager, the adverse event did not add to the previoulsy extended hosp stay. However, the pt was admitted to intensive care and placed on a ventilator for four days as a result of the fire. Pt, a stroke victim with an inoperable tumor has had part of the tumor successfully removed during a series of procedures and has had his airway restored by approx. 40%.